Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro device did not work out of the box. It was put on the branch and there was no current. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product was returned.

Manufacturer narrative:
Investigation: visual inspection revealed that the cold jaw silicone boot was peeling along the top and side. There were no signs of clinical usage and no evidence of blood. A pre-cautery test was performed on the device with a reference power supply and extension cable. The device passed the pre-cautery test, it produced steam and heat during several activations and shut off when the toggle was released. Based upon the functional test, the reported failure "failure to deliver energy" could not be confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).